Event description:
It was reported by the customer, the gray lemo connector broke off in the control module during a breast biopsy. There was no patient consequence.

Manufacturer narrative:
Evaluation summary: the analysis site confirmed the customer complaint and found the green cable lemo connector was cracked and the cable had splits on both ends. To correct this, the analysis site replaced the green translational cable. Service tests were performed with no functional faults found. The unit passed all qa functional testing. Complaint information is trended on a regular basis to determine if further investigation is warranted.